Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in october 2009 and performed to specification up to 30th march 2014. On the 6th april 2014 the device failed a weekly auto self-test due to a low battery. A further pad-pak was installed on the 7th april 2014 and the device performed as expected up to the 9th august 2015. Multiple manual power ups, mainly of ten minutes duration were observed between the 15th august 2015 and the final history log entry on the 17th august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of events and the 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.